Manufacturer narrative:
One (1) picture was returned showing two (2) 14001-31 primary plum sets. No damages or anomalies noted. One (1) video was returned showing the set inserted into a plum pump. The n185 proximal occlusion alarm was visible on the display of the pump. The set appeared to be primed and no occlusions were visible. No samples were returned. The reported complaint of a proximal occlusion alarm can be confirmed based on a lot history review and from the video provided. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. Lot history review was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The actual sample is not available; however, photo sample has been provided for evaluation; investigation is not yet complete. E1 - extension number (B)(6).

Event description:
The event involved primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. The customer reported that the channel a was blocked in two sets. It is unknown if the event occurred during patient use and no one was reported harmed as a result of this event. This is report 2 of 2.